Manufacturer narrative:
The fse installed a new wbc diluent dispenser which resolved the issue. Failure mode is related to the wbc diluent dispenser which needed to be replaced. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
During an onsite service visit, a beckman coulter (bec) field service engineer (fse) observed small bubbles located in the white blood count (wbc) diluent dispenser of the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.